Event description:
It was reported that the patient had his spectra concealable penile prosthesis replaced with an inflatable penile prosthesis. The reason for the replacement surgery was not provided. No patient complications were reported in relation with this event.